Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with half blacked out display and liquid crystal leakage. During analysis, the reported event was able to be duplicated, it was noted that liquid crystal leakage in the lcd was the cause of the reported issue. Service replaced the printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had half blacked out display. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.